Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to kinked tubing from the reservoir to the pump from excess tubing. No further information available.